Event description:
Multiple of bd insyte autoguard IV's are malfunctioning. IV needle is not retracting as it supposed to. When you push the button to retract the needle it does not retract. Once you pull the needle out of the catheter out of the pt and then hit the button it will retract.